Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to this issue, the keypad cover was peeling off. Damage was found to the audio bolus button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 07/11/2016.